Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an upper digestive endoscopy exam with elastic ligation of esophageal varices procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. When the device was removed, it was observed that the bands were being released only on one side, while the other side were held by the unsewn string and completely released at once without catching the varicose veins. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.